Event description:
Reporter alleged blood glucose measured 286 mg/dl on customers' meter compared to the clinics meter of 52 mg/dl when testing was performed within a few minutes of each other. It was stated customer was given juice and kept at the clinic for an hour before being released, however, no medical treatment was reportedly received. A request was made for the return of the suspect device and replacement product was sent.